Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Root cause description: the additive for this product is applied onto the interior walls of the blood collection vessel via the spray coating of a prescribed amount of water based edta solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual edta on the vessel wall. There are some instances where a wafer like deposit of the additive is in the tube. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. Per the bd vacationer instructions for use " edta spray coated additives may have a white to slightly yellow appearance; this does not affect the performance of the edta additive''. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2 mg blood collection tube experienced foreign matter contamination. The following information was provided by the initial reporter: fm in tube.